Event description:
The patient called alleging that the test strip port holder was damaged. The patient did not experienced any symptoms at the time of testing. The patient received a 40 mg/dl on the life scan meter. The patient was taken to the hospital and did not receive any treatment. There is no information on what the patient's blood glucose reading was on the physician's meter. Customer service was unable to resolve the issue and sent the patient a new meter.